Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the lv perforation cannot be confirmed. Per report, the event may have been caused by the guidewire and it was thought to have occurred during the sheath exchange. However, the exact time of occurrence of the perforation cannot be confirmed. The perforation was surgically repaired. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
After a transfemoral tavr procedure for the implantation of a 29mm sapien xt valve, the patient was found to have a small wire perforation on the left ventricle (lv) lateral wall, which was surgically repaired. The procedure was performed under conscious sedation and it proceeded uneventfully. The annulus was sized using the balloon aortic valvuloplasty balloon through a non-edwards 14fr sheath. It was decided to implant a 29mm xt valve. The 14fr sheath was exchanged for the dilators, and then for a 20fr esheath with the xs amplatz wire in the lv. Post procedure, the patient developed hypotension, and a tte detected a large pericardial effusion. Fluid bolus was given and the patient was placed on pressors. A pericardiocentesis was performed and approximately 400 ml of volume was removed. The effusion resolved and the patient seemed to stabilize. However, the effusion returned and the patient once again became hypotensive. The decision was made to transport the patient to the operating room and perform a sternotomy to repair the perforation. A small wire perforation was detected on the lateral wall of the lv. The perforation was repaired and the patient was stabilized. Per the latest report, the patient was in stable condition and recovering well. In the physician¿s opinion the xs amplatz wire may have caused the lv perforation. This may have occurred during the sheath exchange while the wire was in the lv. There was not any reason to suspect that the nose cone of the delivery system caused the perforation since at no point during the procedure the nose cone passed beyond the lvot.